Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on the 18th of june 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013. Upon visual inspection of the returned device sever impact damage was observed to the both the upper and lower casing. Heavy evidence of corrosion was also observed on the contact collars, screw heads and pogo-pins surroundings. The device was disassembled for further investigation. On visual inspection the coin cell battery on the pcba was found to be damaged, with one leg broken away from the main body of the battery. The coin cell likely became damaged by the severe impact to the device as evident from the damage to the outer casing of the returned unit. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery, device service required.